Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("belly pain going in the leg leading to the incapacity to walk") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 1 year 8 months after insertion of essure, the patient experienced abdominal pain (seriousness criterion disability), abdominal distension ("swollen belly"), adnexa uteri pain ("permanent pain in the ovarian region"), menorrhagia ("heavy menstruations"), irritability ("irritability") and fatigue ("fatigue"). At the time of the report, the abdominal pain, abdominal distension, adnexa uteri pain, menorrhagia, irritability and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, adnexa uteri pain, fatigue, irritability and menorrhagia with essure. The reporter commented: the patient wanted to remove essure system so that her state and symptoms do not keep going on worsening. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.